Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The core impaction drill was sent for service and it overheated during failure analysis. No adverse event was associated with the device.